Manufacturer narrative:
Insulin pump received with a frozen display due to a faulty component on the motherboard. A scratched display window was also noted.

Event description:
The customer reported that the insulin pump had a frozen display while changing the infusion set. The blood glucose reading was 74mg/dl. Advised the caller to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.